Manufacturer narrative:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of headaches. There is no medical intervention was specified. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of headaches. There is no medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.